Event description:
It was reported that an ilet user experienced high glucose after breakfast and did not understand the cause; review of device history showed no meal announcement for that meal, aligning with a usage issue rather than a device malfunction. Symptoms included hyperglycemia reaching 400 mg/dl without reported physical complaints. The user was educated that automated corrections should address the elevated glucose and to contact support if needed. Outcomes included no health consequences or impact. Investigation included communication with the user and spouse, review of device notifications and history, and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.